Event description:
A patient reported the exchange of her multifocal intraocular lens for a monofocal intraocular approximately 1 year after initial implant. The patient reported she experienced severe halos, street lights forming a continuous line. In certain light she saw zig-zags of light flashing in her vision. She reported she could not drive at night at all, and had such impaired vision, that she drove very little even during the day and not at all on bright days. She reported eyestrain and cloudy vision.

Manufacturer narrative:
In follow-up with the surgeon he stated the multifocal intraocular lens was not defective. Patient was not able to adjust to the multifocality of the lens. Lens was discarded at the surgery center and not returned for analysis. A review of the manufacturing record was performed and met all specifications. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens was not received for analysis following explant. Attempts to obtain additional information from the surgeon have to date been unsuccessful. Halos and glare are a known and labeled possible side effect of all multifocal intraocular lenses. Our investigation is inconclusive at this time. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Lens not received.